Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor glucose scan results compared to unspecified readings obtained on the built-in precision meter and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer did not experience any symptoms and initially reported receiving unspecified third-party treatment. However, no further information was provided. There was no report of death or permanent impairment associated with this event. Reportedly, sensor results of 55 mg/dl and 55 mg/dl were compared to built-in precision readings of 193 mg/dl and 248 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.